Event description:
Md inserting peg tube in or. In kit, boston scientific endovive safety peg, 24 fr, lot # 21886472, exp 04-30-2019, a certain piece, snare, malfunctioned, (did not work). A replacement snare was quickly available, therefore not causing any harm to patient, or any significant delay in procedure.